Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sores on the back and a very big skin degradation about 6 inches wide open, with purulent liquid coming out of her skin where the vibration box is, 12-14 inches of whole skin degradation. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff were dressing and treating the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.